Event description:
In 2009, the patient reported that for the past 2 weeks he has woken up with an elevated blood glucose reading with his reading this morning being 323 mg/dl. He stated he has not taken a bolus for that reading yet. During the report, the patient programmed and successfully delivered a 7 unit bolus of insulin via his infusion device. While programming the bolus, the patient stated he saw an air bubble which he was assisted in priming out. He stated he has not seen any other air bubbles. To troubleshoot, the patient confirmed the time and basal rates on his infusion device are accurate. Troubleshooting did not find any product issues. The patient was advised to contact his doctor to review his basal rates. On follow up with the patient the next day, he stated his blood glucose is back within his normal range with his last reading being 100 mg/dl. He stated that "once we primed that air bubble out, everything was all right." He said he has not contacted his doctor as he feels certain the high readings were due to air bubbles. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.